Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber product was returned in original unsealed pouch, but fiber box was not returned; the fiber pouch is ripped along the top right and left corner adhesion location; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass/metal cap is detached and not returned with the product; the outer flow tubing exhibits scratch marks, partially erased 'greenlight' text, and mild contamination, likely biologic, at location of the fracture. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was a "packaging issue". Patient outcome: no injuries to the patient were reported. No further information provided.